Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During support, the p levels on the automated impella controller (aic) could not be adjusted. The aic was exchanged for another. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
D.9 date device returned was added. The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. D.2 common device name were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-05505 was submitted. D.4 model number was revised in accordance with updated procedures since the initial manufacturer device report number 20648-2023-05505 was submitted. Unique identifier (UDI) # was revised as it was entered incorrectly on initial manufacturer device report number 1220648-2023-05505. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-05505. And should not have been. G.1 MDR reporting contact email and address and manufacturing site name and address were revised in accordance with updated procedures since the initial manufacturer device report number 20648-2023-05505 was submitted. H.6 codes 2199 and 3221 were reported incorrectly on initial manufacturer device report number 20648-2023-05505. A new code was added.